Event description:
There was no device failure, malfunction or complaint reported. The pt was undergoing endoscopy sinus catheter (esc) placement in preparation for a mitral valve repair. The esc was seen to enter the right ventricle by fluoroscopy. This was followed by a decrease in blood pressure, and cardiac tamponade was diagnosed at sternotomy. The right ventricle was repaired uneventfully and the mitral valve procedure was completed. A few weeks later the pt subsequently developed fatal multi-organ failure, but, according to the attending anesthesiologist, this was not related to the right ventricle perforation.